Event description:
According to the reporter, after a colectomy laparoscopic procedure of the colon and small bowel, there was a bleeding believed to have been caused by the stapler line. The patient hospitalization was extended for 3 days. Patient was watched to see if bleeding would subside. There was no patient injury.